Event description:
It was reported that an occlusion alarm occurred. A system check was performed by technical support and the occlusion was found to be within the cartridge. There was no adverse impact to customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.